Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with specifications and procedures. Based on the information received, the cause of the reported communication issue could not be determined.

Event description:
During the procedure, there was a "catheter not connected" error message. The generator was restarted and despite the issue reoccurring from time to time, the generator was able to be restarted each time and the procedure was completed with no adverse patient consequences. A clinically significant delay was noted due to the malfunction.

Manufacturer narrative:
One ampere¿ rf ablation generator mn 100142064 and sn (B)(6) was received for evaluation. Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. All the mounting hardware was secured. Normal wear from use was observed on the exterior chassis. The engineering evaluation was unable to confirm the field reported event. The returned generator was powered up and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported error message was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported error message were identified.